Event description:
Bone inflammation disease; surgeon cut tibial bone wrong. Surgeon built implant pieces out of surgical cement, tibial stem was impacted into bone, hole drilled for stem, was filled up with cement. I start reporting severe complications 9 days post op. I was assured "everything was normal," I was told I needed a scar tissue surgery (B)(6) 2018. I consented to dense adhesion, second surgery made condition worse, surgeon said he needed to get heat out of knee, so he starts giving me cortisone shots (5). I suffered greatly. Pt questions surgeon, (B)(6). All these notes have been hidden. After 7 mos, 2 surgeries I schedule a 2nd consult with general dr at next appt (B)(6) 2018 surgeon finally orders x-ray, reports he believes implant loosened (broke) I need bone scan, checked for cancer, etc. I call (B)(6) 2018 for test results, told no cancer, everything was fine, implant failed, (B)(6) 2018 revision, lost most of the top of tibia bone, with other complications, after revision was told cement failed, asked why? Was told he had to hand mix cement (like I now know) told nothing about implant pieces built out of surgical cement. I have sought answers since late (B)(6) 2018 only to be manipulated, and blocked. On (B)(6) 2019 prescribed another bone scan. Bone scan (B)(6) 2019 test was authorized and scheduled, concealed 3 times. On (B)(6) 2019 I see chief surgeon, I took 1st tka image, he told me about cement complications, the bone cut wrong, would not answer, if tibial stem was impacted into bone, he turned his back on me, said I don't know I wasn't in operating room. He prescribed more pt. I am not doing anymore pt. I use my destroyed leg, it swells horrible, turns colors, pain increases, makes me sick. Surgeon said "I have an inflammation bone disease" revision has loosened. On (B)(6) 2020 new (B)(6) dr was bias for surgery group at 1st but after knee exam, reading notes, she became concerned. I was told she'd investigate the disease, blood labs and write report. Still no report or treatment plan (new dr also said (B)(6) 2017 and (B)(6) 2018 images are the same). I went to (B)(6) they believed in needed to continue a civil case, when is it alright to build implant pieces out of cement? When is it alright to falsify medical records from the beginning, in notes they write" I joined a health club" I have been repeatedly lied to from the beginning. All my records are heavily, inconclusively written, my new (B)(6) dr said, she'd have to study labs herself, to find conclusion. Horrible care, from surgery group. I was told 1 yr after 2nd surgery, I had internal release "surprise" I have a theory, they called the muscle cutting / tendon cutting surgery, a lateral release, because 2nd surgeon called it an effusion, then he changes the note, he doesn't know what to call the muscle that now hangs off the side of my knee. Group also reported blood labs wrong, twice. I wrote a medical complaint to (B)(6) medical board (B)(6) 2019 I was just lead to the FDA; I had e-mailed the implant MFR about failed cement report being written, nothing came from the 1st contact, then mid last summer I asked again if they had heard anything, they contacted surgery group, and group would not co-operate, this is just a part of my 3 failed surgeries since (B)(6) 2017. One last thing I desired to have my knee repaired, I put my whole trust into this surgery group. I did everything I was asked to do, I was patient, was polite, asked questions, but all they could do, was lie to me. None of this medical case is alright. Trade mark is a z. FDA safety report ID# (B)(4).